Event description:
The customer reported that during a preventive maintenance on the unit, the iabp intermittently generated the "electrical test fails code #58" (power-up vent test failed). No patient was involved. Note: this second occurrence for the same event on the same iabp. Refer to complaint MDR 2249723-2014-00895 (B)(4) for the first occurrence.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem, but "electrical test fails code #58" (power-up vent test failed) alarms were logged on the error logs. The company representative replaced the drive manifold assembly (part number 0104-00-0018) and the cable from the drive assembly to the solenoid driver board (part number 9912-00-1104). The company representative performed functional and leakage tests. The iabp met factory specifications and was returned to the customer. (B)(4).